Event description:
It was reported that there was oversensing, elevated impedance, and that the patient received two inappropriate therapies. It was also reported that at the time of explant, the helix would not retract. It was further reported that there was an apparent lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; lead appears to have been implanted with a bend in it at the fracture site; full lead analyzed. Other: it was reported that there was oversensing, elevated impedance, and that the patient received two inappropriate therapies. It was also reported that at the time of explant, the helix would not retract. It was further reported that there was an apparent lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event; impedance, high, lead(s), fracture of, oversensing, retract, failure to, shock, inappropriate.